Event description:
Fire-rescue has 23 rescue ambulances that treat and transport pts. On this date they had 2 baxter IV 10 drip solution sets tail in the following manner: 1. A needle was inserted into the injection site to give medication. 2. The needle was placed in the tip middle of the rubber injection site. 3. After the needle was removed the rubber injection site came completely detached from the IV set/line. 4. The opened line caused fluid and blood to back flow openly onto the pt and caregiver. Diagnosis for use: cardiac arrest.